Manufacturer narrative:
The pump passed the self test, error test, and displacement tests. No unexpected error alarms or pump resetting anomalies were noted. The pump also had a cracked case at the display window corners and display window, and minor scratches on the lcd window.

Event description:
It was reported that the insulin pump alarmed an error, twice, after the customer replaced the battery. The device had to be reprogrammed, the date and time had to be changed, and the memory of the insulin pump was lost. The customer's blood glucose was unknown. The customer was advised that they could still wear the insulin pump until the replacement arrives. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.